Event description:
Initial alkaline phosphotase result of 290 iu. Same sample repeated 4 times recovered 369 iu, 407 iu, 567 iu and 292 iu. Same sample repeated on a different instrument, same methodology, recovered 282 iu. The initial result was not reported. The field service rep determined there was a problem with the rotation of the rotor. The instrument was retpaired.